Manufacturer narrative:
The customer¿s report of a leak in the silicone segment was confirmed based on the photo evidence provided by the customer. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Functional testing of priming, infusion and pressure testing on the received new unopened sets did not replicate any leaks. The customer did not send in the suspect set this event took place on. The root cause of the leak could not be determined based on the photo evidence provided.

Event description:
It was reported that during a secondary epoch infusion the user noticed that there was a leak in the silicone segment. The customer confirmed that there was no patient harm when the chemo leak (50ml) occurred.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that during a secondary epoch infusion the user noticed that there was a leak in the silicone segment. The customer confirm that there was no patient harm when the chemo leak (50ml) occurred.